Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 4. Reference MFR. Report: 1627487-2016-00121; reference MFR. Report: 1627487-2016-00122; reference MFR. Report: 1627487-2016-00123. The patient received two supra-orbital (model 3166) and two occipital (model 3169) leads (off-label). It was reported the patient experienced unintended/ineffective stimulation. Subsequently, surgical intervention was undertaken on (B)(6) 2015 to reposition the leads. Effective coverage of the patient's pain pattern was restored following surgery.